Manufacturer narrative:
Physio-control reviewed the device data and found that it is possible that the charge was removed pressing the energy select button on the standard hard paddles. A follow-up to the customer was done for requesting whether the electrodes or the standard hard paddles were used during the reported event. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that during post-event review it was observed that their device had removed the initial charge of defibrillation energy for an unknown reason, causing a delay in defibrillation therapy. The second charge was successfully delivered. There was no report of patient harm associated with the reported event.